Manufacturer narrative:
The insulin pump received with broken battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and bleeding on lcd glass.

Event description:
It was reported that there was a crack around the edge of the insulin pump, where the battery goes, and there was a condensation under the screen. The customer's blood glucose was unknown. The customer stated that there was damage to the battery cap entry and it was cracking all around and the battery would not stay in the insulin pump, and there was a spot on the screen. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.